Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-12100. It was reported the patient has pain at the extension implant sites. The physician repositioned the extensions on (B)(6) 2012 and patient is no longer feeling pain. The patient received two extensions from two lot numbers. Both extensions are being reported.